Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2020, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: surgery to remove mesh, bowel resection, bowel perforation, adhesions to liver, adhesions to small intestine, adhesions to bowel, adhesions, abscess, open draining wound, severe and chronic pain/discomfort. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: implant procedure: laparoscopic repair of ventral incisional hernia. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/(B)(6)]. Implant date: (B)(6) 2007 (hospitalization [ni]). ¿ (B)(6) 2007: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Anesthesia: general. Anesthesiologist: (B)(6), md. Estimated blood loss: minimal. Drains: none. Complications: none. Description of procedure: ¿after the patient was placed under satisfactory general anesthesia, her abdomen was prepped with povidone iodine and draped in a sterile fashion. An attempt was made to place a veress needle in the right lower quadrant, however, it was never really confirmed that the veress was in the peritoneal cavity, therefore a larger incision was made in the left lower quadrant and finger dissection ensued down to the fascia, which was divided using bovie electrocautery and finger dissection was used to enter the peritoneum. A 12 mm cannula was placed in the left lower quadrant and the abdomen insufflated to a pressure of 15 cm of water using carbon dioxide gas. A laparoscopic camera was placed into the abdomen and the right lower quadrant inspected thoroughly. There was no bowel damage indicated therefore a 5 mm cannula was placed under direct vision. The other 5 mm cannulas were placed in the left upper quadrant and the right upper quadrant. There were intense adhesions between the omentum and the anterior abdominal wall, and some of them involved small and large bowel. All of these were taken down using sharp dissection and bovie electrocautery until the edges of the hernia were identified. The hernia was found to basically make up the extent of the entire upper abdominal incision used to fix the patient¿s perforated ulcer. The edges of the fascia, once they were clearly delineated, were then diagramed on the anterior abdominal wall and a piece of dual mesh was placed on the anterior abdominal wall. The suture locations were marked and four sutures were placed on the four corners of the mesh. The mesh was then rolled up and inserted through the 12 mm cannula. Once it was placed intraabdominally it was unrolled. A suture passer was used to bring the sutures at all four corners up through the anterior abdominal wall. These sutures were loosely tied, securing the mesh in place. Next, spiral tackers were used to place tacks circumferentially 1 cm apart around the mesh, securing it to the abdominal wall. Once the mesh was in place, all laparoscopic instruments were removed under direct vision and the pneumoperitoneum was released. The left lower quadrant incision was closed using a figure-of-eight suture of 0 pds. All incisions were infiltrated with 0.25% marcaine and closed using 4-0 vicryl. The sponge, needle, and instrument counts were correct times two and after sterile dressings were applied, the patient was brought to the recovery room in stable condition.¿ ¿ (B)(6) 2007: (B)(6) medical center. Perioperative plan of care. Other implants: product/company: dual mesh plus. Description: dual mesh. Reference #: (B)(4). Lot#: 04988585. Expiration date: 02/2010. ¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/(B)(6)) was implanted during the procedure. Relevant medical information: ¿ (B)(6) 2020: (B)(6) medical center. (B)(6), md. History and physical. Chief complaint: vomiting. History of present illness: medical history significant for pituitary adenoma, adrenal insufficiency, currently on hydrocortisone, peptic ulcer disease, hypothyroidism. Past surgical history: pelvic laparoscopy 2005, 2006; thyroidectomy, partial 1990. Drug use: medical marijuana for pain management. Tobacco use: smoking status: former smoker. Smokeless tobacco: former user. Tobacco comment: quit 25+ years ago. ¿ (B)(6) 2020: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: gallstone pancreatitis. Postoperative diagnosis: gallstone pancreatitis with extensive abdominal adhesions and choledocholithiasis. Procedure: laparoscopic cholecystectomy with operative cholangiogram, extensive lysis of adhesions and laparoscopic transcystic common bile duct exploration. Anesthesia: general. Estimated blood loss: 50 ml. Drains: one jackson-pratt drain placed. Complications: no complications. Description of procedure: ¿after the patient was placed under satisfactory general anesthesia, her abdomen was prepped and draped in a sterile fashion. An infraumbilical incision was made through which a 5 mm optiview laparoscopic port was inserted into the peritoneal cavity. A 0-degree scope was inserted through the port so that each layer of the abdominal wall could be identified as we passed through. Once it was clear we were in the peritoneal cavity, the inner trocar was removed from the port and the abdomen was insufflated to a pressure of 15 cm of water using carbon dioxide gas. The scope was changed to a 30-degree scope and reinserted into the abdomen. Examination revealed tremendous adhesions to the upper abdominal mesh used to repair the patient¿s ventral hernia approximately 14 years prior. Examination of the abdomen revealed the free space at the anterior axillary line in the subcostal position. A 5 mm port was placed in that location under direct vision. Using a ligasure device, the omental adhesions to the mesh were taken down until their [sic] was enough space to easily place a mid clavicular subcostal 5 mm port. This facilitated the dissection. There were some loops of colon and small bowel also stuck to the mesh and these were taken down using sharp dissection and some blunt dissection. Care was taken to examine each loop of bowel as it was taken down to make sure that there were injuries [sic] involved. Eventually, we were able to see the anterior left edge of the liver also adherent to the mesh. This was taken down using a ligasure device. This dissection was very painstaking and tedious and between the small bowel, colon and liver, it took a good hour to even get across to the right upper quadrant. Once all the adhesions were successfully taken down, a subxiphoid 11 mm port was placed under direct vision. The fundus of the gallbladder was finally able to be visualized and this was grasped and retracted superiorly. There were tremendous adhesions between the transvers colon and the gallbladder and these were taken down using sharp and blunt dissection. Eventually we were able to see the duodenum also sued to the infundibulum of the gallbladder and this was taken down using sharp dissection and blunt dissection. Finally, we were able to grasp the infundibulum and retract it laterally. Further dissection ensued until the cystic artery was identified. This was doubly clipped and divided. Further dissection continued until the cystic duct was identified. This was isolated and clipped close to the gallbladder. A ductotomy was made using the laparoscopic scissors and the cholangiogram catheter was inserted into the cystic duct and secured with a hemoclip. A cholangiogram was then performed under fluoroscopy and this revealed a linear filling defect in the distal common bile duct. This was confirmed by dr. (B)(6) who read the film in radiology. This set up a dilemma as the patient had a previous roux-en-y antrectomy with roux-en-y reconstruction and this would make an ercp impossible. Therefore, the decision was made to attempt to perform a transcystic common bile duct exploration. A separate set up with the screen and insufflator as well as an illuminator was set up and a choledochoscope was guided into the abdomen. However, it appeared that the cystic duct was about 0.5 mm too small to pass the choledochoscope as it was would not go in. Attempts were made to dilate the cystic duct using a right angle and finally decision was made to insert a floppy guidewire through the choledochoscope and into the biliary tree over the guidewire. Unfortunately, the presence of the guidewire in the lumen prevented irrigation and by the time we were able to see what we were doing, the choledochoscope had already passed through the ampulla of vater and into the duodenum. During the course of the insertion, something very dark and black was encountered and although we could not focus and visualize it well, in retrospect it turned out that this was probably the stone which was causing the problem and that we accidentally pushed it into the duodenum. Eventually, the guidewire was removed, which allowed the saline irrigation to proceed unobstructed. We pulled the choledochoscope back through the ampulla of vater into the distal common bile duct and aside from seeing a small 1 mm stone tumbling in the irrigation, no other filling defects were encountered. We continued to push the choledochoscope back and for the in the distal common bile duct looking for any signs of a filling defect and nothing was found. While attempting to turn the scope up into the common hepatic duct, it was accidentally pulled out of the cystic duct. We made multiple further attempts to reinsert the choledochoscope into the cystic duct to visualize the upper biliary tree, but the cystic duct had been relatively traumatized at the insertion site by moving the scope back and forth, and after multiple attempts at passing it again a decision was made to abort any further attempts at upper biliary tree cannulation as the cystic duct was at risk for being traumatized behind the point of control with hemoclips. Therefore, with the knowledge that we most likely passed the distal stone into the duodenum by force, we doubly clipped the cystic duct and divided it. The gallbladder was taken off its bed on the liver using bovie electrocautery until it was free in the peritoneal cavity. It was then removed through the subxiphoid incision. This incision was then closed at the level of the fascia using a 0 vicryl on a ur6 needle. The right upper quadrant was irrigated out copiously with saline and a jackson-pratt drain was placed through the most-lateral port and placed into the hepatorenal space. It was secured to the skin using a 3-0 nylon. Next, all laparoscopic instruments were removed under direct vision and all of the incisions were closed at the level of the skin using 4-0 vicryl. Marcaine 0.25% was infiltrated for pain relief. Sponge, needle and instrument counts correct x 2 and after sterile dressings were applied, the patient was brought to the recovery room in stable condition.¿ ¿ (B)(6) 2020: (B)(6) medical center. (B)(6), md. Radiology-CT chest, abdomen and pelvis without IV contrast. Indication: cholecystectomy, bile leak, pleural effusion, rales, shortness of breath, acute respiratory illness. CT abdomen findings: there is a thin/flat fluid pocket along the left lateral abdominal wall measuring 4x1 cm. Some fluid layering in the left paracolic gutter, unchanged. Impression: 1) small/moderate bilateral pleural effusions, adjacent consolidation and patchy bilateral airspace disease. 2) less free air. 3) new thin fluid pocket along left lateral abdominal wall/peritoneum as above. 4) stable fluid layering in left paracolic gutter. ¿ (B)(6) 2020: (B)(6) medical center. (B)(6), md. Radiology-CT guided placement of drainage catheter in abdominal abscess. CT abdomen without IV contrast. Indication: left upper quadrant abscess seen on CT. Impression: under CT guidance, a needle was inserted where the access site underwent sequential dilatation to accommodate an 8 french pigtail catheter which was used to aspirate very thick muddy fluid. ¿ (B)(6) 2020: (B)(6) medical center. (B)(6), md. Consultation ¿ infectious disease. Reason for consultation: pancreatitis and intra-abdominal abscess after cholecystectomy. Imaging studies have shown intra-abdominal abscess for which she has a drain placed and the cultures have shown multiple organisms including klebsiella enterobacter lactobacillus. Impression: 1) intra-abdominal abscess secondary to multiple organisms. 2) cholecystectomy. 3) respiratory failure. 4) acute gallstone pancreatitis. Plan: pt on ertapenem; will need flagyl. Explant procedure: exploratory laparotomy, drainage of abdominal abscess, removal of infected gore-tex mesh, small bowel resection and reanastomosis and placement of feeding jejunostomy. Explant date: (B)(6) 2020 (hospitalization (B)(6) 2020). ¿ (B)(6) 2020: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: intraabdominal abscess. Postoperative diagnosis: intraabdominal abscess, from perforation of the gastric limb of a roux-en-y gastrojejunostomy. Anesthesia: general. Estimated blood loss: minimal. Drains: one jackson pratt drain placed. Complications: no complications. Description of procedure: ¿after the patient was placed under satisfactory general anesthesia, her abdomen was prepped and draped in a sterile fashion. The subxiphoid incision, which was left over from the patient¿s laparoscopic common bile duct exploration was extended inferiorly, along the patient¿s previous laparotomy incision, down to just inferior to the umbilicus. Skin and subcutaneous tissue were dissected down until the mesh was encountered. There was a thin layer of pus overlying the mesh, making it easy to dissect the mesh from the underside of the fascia in the midline. However, out towards the sides the mesh was densely adherent and this was taken off using bovie electrocautery. There were no numerous metal tackers left over from the patient¿s hernia repair approximately 14 years prior and all these tacks were removed from the fascia. Once the mesh was able to be completely removed, dissection ensued on either side of the fascia until we were able to get a balfour retractor in. A combination of pus and succus entericus, which was quite thick was found in the abdomen and this was all scooped out and irrigated until we could visualize what was going on. We found a 1 cm diameter hole in the small bowel, although at first it was not clear exactly what part of the small bowel it was. Therefore, we begin to dissect and found that the roux limb of the roux-en-y gastrojejunostomy superior to where it passed through the transverse mesocolon was the site of the perforation. This was just between the gastric anastomosis and the hole in the transverse mesentery. Careful dissection was able to isolate a fairly good section of this area and it was decided that this section would be excised and we would perform a reanastomosis. After a gia was used to divide the small bowel on either side of the perforation, its mesentery was divided between kelly clamps and ligated using 2-0 vicryl ligatures. Altogether a section of about 3 cm in length was removed. A tension-free side-to-side anastomosis was able to be easily accomplished because of immobilization of the small bowel and this was done in 2 layers with the inner layer being a running suture of 3-0 pds beginning as a locking suture posteriorly and ending as a canal suture anteriorly. The outer layer consisted of seromuscular lembert sutures of 3-0 vicryl. Once this anastomosis was complete, copious irrigation ensued and a jackson-pratt drain was placed through the patient¿s previous pigtail catheter site. It was secured to the skin using a 2-0 nylon. Next, the decision was made to place a feeding jejunostomy so we did not have to rely on feeding the patient through the fresh anastomosis. A 14-gauge red rubber catheter was inserted through the abdominal wall in the right periumbilical area and temporarily left in place there. A piece of jejunum easily came up to the abdominal wall in this neighborhood and we placed a pursestring suture of 3-0 vicryl in the antimesenteric border of the jejunum. Bovie electrocautery was used to make a jejunotomy and the catheter was inserted into the jejunum. The pursestring suture was tightened around the catheter securing it in place. Next, a witzel tunnel was made proximal to the entrance site using seromuscular interrupted sutures of 3-0 vicryl. The jejunum was then tacked up to the abdominal wall using more 3-0 vicryl. After further irrigation, the abdomen was then closed. First, we used #2 nylon retention sutures and bolsters and then the midline fascia was closed using running suture of #1 pds. The skin was packed open using sterile gauze and a sterile dressing was applied. Sponge, needle, and instrument counts correct x 2 and the patient was then brought to the ICU in critical condition.¿ ¿ (B)(6) 2020: (B)(6) medical center. (B)(6) md. Pathology report. Specimen: small bowel tissue. Final pathologic diagnosis: small bowel enterotomy: segment of small bowel with focal transmural defect consistent with perforation. Associated acute inflammation. Viable margins with focal active enteritis and serositis. Relevant medical information: ¿ (B)(6) 2020: (B)(6) medical center. (B)(6), md. Discharge summary. Hospital course: admitted with gallstone pancreatitis; taken to operating room for laparoscopic cholecystectomy, laparoscopic common bile duct exploration, and extensive lysis of adhesion; developed intra-abdominal abscess from small bowel perforation incurred during previous operation; taken back to operating room for exploratory laparotomy, small bowel resection and anastomosis, feeding jejunostomy; diet slowly advance put post-operative course complicated by prolonged ileus; had pigtail drain placed for left lower quadrant abscess. Now stable for discharge. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated type of investigation h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further states: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the device.¿ individual medical decisions and/or actions of healthcare professional or device user, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.